Manufacturer narrative:
The device was not returned for eval, and limited info was provided. It is unk where on the device the filter basket detached. As part of the mfg quality process, all catheters are inspected during the final inspection to ensure the product's structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A conclusive cause could not be determined based on the investigation findings. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: filter detachment. Time of malfunction: during filter retrieval. Symptoms/ae: surgical intervention. It was reported that during a procedure of the internal carotid artery, while attempting to retrieve the rx accunet with the retrieval catheter, the filter broke off in the artery. It is unk if resistance was experienced while removing the device. An endarterectomy was performed to retrieve the filter successfully. No other pt sequela was reported. Though requested, no add'l info was provided.